Event description:
It was reported that the ilet¿s lcd screen was cracked, and the user did not know how the damage occurred; the user continued using the device and reported that blood glucose was not impacted. Symptoms included no adverse clinical effects. Outcomes included no change to health status and no need for medical care. Investigation included internal complaint intake and verification of shipping a replacement device while awaiting the original¿s return. Investigation of this case revealed a damaged display component consistent with physical damage to the user interface, with no reported device performance impact on insulin or glucagon delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.